Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, when imaging was turned on, the wire wrapped around the catheter. The catheter and wire were removed from the patient together, and another of the same device was used to successfully complete the procedure. There were no patient complications.